Manufacturer narrative:
H10: additional manufacturer narrative:the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 11500a aortic valve is under consideration for a valve-in-valve procedure after an implant duration of 3 years and 2 months due to stenosis.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, b7, h6 (clinical code, device code, type of investigation).

Event description:
It was reported that a 21mm 11500a aortic valve was explanted after an implant duration of 3 years and 5 months due to stenosis. The patient was presented with dyspnea. Per medical records, intraoperatively, aortic valve was removed. Some pannus underneath valve was noted. Surgeon noted annulus had not been completely debrided, and took considerable amount of time debriding the annulus. A 25mm non-ew valve was sutured into place. The patient tolerated the procedure and discharged on pod#5.

Manufacturer narrative:
H10: additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patients underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.